Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that patient underwent an acl procedure on (B)(6) 2019 where a flipcutter, ar-1204af-105, was used. During retro-drilling of the femoral tunnel, the cutter broke off. The cutter was unable to be retrieved and the patient was scheduled for a second surgery to have the cutter removed. The patient underwent a second surgery on (B)(6) 2019 and had the cutter removed with no incident. Additional information requested. Additional information provided (B)(6) 2019: the facility discarded both parts of the flipcutter after the case and no x-rays were taken.